Event description:
Consumer's caregiver called in stating that her client almost fell when putting pressure on the bedrails of her bed. Reportedly they are loose. No injury occurred.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model bed39low-1633, serial number/date code (B)(4) is approximately 1 year 2 months old. The owner's manual part number 1114836, rev.f(aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.